Event description:
It was reported that the patient presented for an implant procedure. During procedure, the stylet could not advance within the right atrial lead due to an alleged block. The physician positioned the lead but was unable to extend the helix. The physician replaced the lead during procedure successfully. The patient experienced no adverse consequences.

Event description:
It was reported that the patient presented for an implant procedure. During procedure, the stylet could not advance within the lead due to an alleged block. The physician positioned the lead but was unable to extend the helix. The physician replaced the lead during procedure successfully. The patient experienced no adverse consequences.

Manufacturer narrative:
The lead was returned for the reported events of failure to extend helix and failure to advance stylet. A complete lead was returned in one piece with blood/tissue clogged in the partially extended helix. X-ray examination found the inner coil over-torqued at the connector region due to procedural damage. Electrical testing found no conductor fractures or internal shorts. No other anomalies were noted. A stylet could not be inserted due to the over-torqued helix. The reported events were confirmed and attributed to procedural damage causing the over-torqued helix and blood/tissue in the helix region.